Event description:
Customer stated "lock box (both instruments) on insert came apart during a laparoscopic gastric band procedure." No patient harm. Sample available unknown. Additional information received (B)(6) 2015 : the surgeon used the instrument to grasp the bariatric band.  It is broken at the tit, the entire tip came off, jaws hyperextended. There was no medical intervention all the pieces were retrieved per to or staff. A bariatric gastric band was being performed. The procedure was completed as planned. Only one broke during patient use the other broke prior to patient use.

Manufacturer narrative:
(B)(4): device has not been returned if an evaluation is performed a follow up MDR will be filed.

Manufacturer narrative:
(B)(4): carefusion was notified on december 22, 2014 that the hospital is unwilling to release product as they are conducting an internal investigation. Four (4) photos were provided by the customer for evaluation and a date code was not provided in order to perform the device history record review. Carefusion was able to conduct a review of the lot numbers of the instruments that were purchased by the customer in the last two years. Evaluation of the provided photographs of the device by the quality engineer confirmed the reported issue. The ta insert device jaw piece was separated from the rod. This failure was previously identified and a formal investigation was conducted which identified and implemented the following improvements: further defined heat treatment and electropolish parameters to increase strength of material properties of the device, added additional critical inspection dimensions to the rod fork feature and overall straightness of rod, and reduced material variation by tightening material property specification ranges. Review of the lot number used for this rod, p/n 92-1362, lot# 12114045, 13183051, and 12200063 indicated it was manufactured prior to the implementation of the new design ((B)(6) 2014).